Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found fair condition with cracked screen and housing. Event history log review was performed and found no evidence of reported problem. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, the delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. No product fault found during investigation.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was under infusing. The issue was discovered during testing and there was no patient involvement.